Event description:
It was reported that the lead exhibited noise. No inappropriate therapy was delivered. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.